Event description:
A user facility reported to olympus the image appeared black then a different color screen then returned to normal. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem could not be duplicated. However, a faulty patient board set was found, causing no image with any scope; color bars only present. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The reported event occurred during a diagnostic procedure. No other devices were involved in the event. As reported by the user facility, there was a delay in procedure of 30 seconds while the patient was under general anesthesia. The intended procedure was completed using the same device. There was no patient injury that occurred, associated with the reported event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacture reported that the unit was delivered to the customer on november 16, 2017. In addition, the legal manufacturer reported that since the repair department inspected the unit for the image abnormality and confirmed a faulty patient board, it was presumed that the image was missing due to the failure of the patient board. The cause of the failure is that the front panel and picture in picture (pip) connector was damaged due to a strong external load, which affects the patient board and may lead to a failure or an accidental failure. The legal manufacture reviewed the cv-190 regarding the handling of the scope connector, the instruction manual has the following description below, which may have prevented the reported events. Do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.